Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2366-50, serial#: (B)(4), description: linear 3-6 lead, 50cm.

Event description:
A report was received that the patient's leads in stomach were poking toward patient's skin causing discomfort. There was no skin breakage noted from the leads. The physician sutured down the distal tips of the leads. The patient was doing well post-operatively.